Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a us MFR number.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. It was further reported that patient experienced pain and audible noise from the hip joint; however, no revision has been reported to date.